Manufacturer narrative:
It was confirmed that the device was not available for evaluation as it was discarded by the facility. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Per the IFU: poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. H3 other text : device discarded by facility

Manufacturer narrative:
Additional information was received that the patient was not treated based on the erroneous values. The statement included in the initial MDR was referring to the usual protocol for treatment for low blood pressure.

Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. The exact lot number was unknown, therefore review of the manufacturing records could not be completed. Patient demographics were requested but unable to be obtained.

Event description:
As reported, during use in patient in ICU of this disposable pressure transducer (dpt) the measured invasive blood pressure was aprox. 40 mmhg higher than the blood pressure that the cardiologist measured. After swapping the transducers, aprox. 10-40 mmhg higher was still measured. It was stated that the patient's blood pressure rises during the examination, however in this case, the difference was the same. The cardiologist used philips hemo system with an acist cvi angio touch kit. A technician was available to calibrate the device and no problem was found. Usually the blood pressure is treated based on these measures with norepinephrine or fentanyl and glyceryl nitrate. In most cases, the patients have a heart failure so norepinephrine intravenously is usually administered if the pressure is considered too low. There was no error message displayed. There was no allegation of patient injury.